Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial and model numbers of the subject device are unknown. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A biomed reported to olympus technical assistance center (tac), advising that the filters of the endoscope reprocessor were not being properly changed at the facility. It was noted, after reprocessing, fecal smell was noted coming from two scopes. There was no harm or user injury reported due to the event. This report captures the event regarding one of the scopes with fecal smell and patient identifier (B)(6) captures the second scope with fecal smell. Patient identifier (B)(6) captures the reporocessor used to reprocess the scopes. Additional information has been requested on a potential use of the scopes on patient. If additional information becomes available, a supplemental report will be submitted accordingly.